Event description:
Pt died of a heart attack and his wife is blaming it on the newlife oxygen concentrator he was using that night while sleeping, because the flow was a 1 lpm instead of the 4 lpm prescription.